Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed the device met all material, assembly and inspection specifications prior to shipment. As received, the specimen consists of one each damaged j3fc-xx-fs 80-035 device; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents 2.16mm of the core wire protruding through the coil wraps 2.16cm from the distal tip with concurrent kink damage. The specimen also presents offset coil damage at 1.83cm from the distal tip and additional bend damage 2.75 to 4.32cm from the distal tip with deposits of dried blood-like material on and between the coil wraps over the distal 3.22cm and on the exposed core wire, with deposits of dried blood-like material visible in the coil lumen at the core wire penetration. The j-form tail angle is relaxed to approximately 147.5 degrees. Finger straightening function is compromised by the damage over the distal 5cm. Both joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, handling factors appear to have impacted on the event as reported. If there is any further relevant information provided, a follow-up medwatch report will be submitted.

Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. A customer supplied photograph of the distal region of the j3fc-xx-fs 80-035 was received for analysis. The specimen in the photograph presents the core wire protruding through the coil wraps an indeterminate distance from the distal tip with a concurrent offset coil wrap and kink damage. At this time, it is not possible to assign a definitive root cause for the event as reported. Reviewing all details to date, it appears that handling factors have impacted on the event as reported. If any further relevant information is provided, a follow up medwatch report will be filed.

Event description:
During preparation of the guide-wire, core wire came outside the distal coil.